Event description:
It was reported that "vascular clamp does not close tightly during procedure". No report of patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). A visual inspection of the product involved in the complaint could not be conducted since the product was not returned. A dimensional and functional inspection was not required as part of this investigation. All complaints are trended across product families on a monthly basis. Therefore, a separate complaint history review is not required. Sap was reviewed for notifications pertaining to incoming inspection, stock checks, and product returns. No concerns were noted with reference to (B)(4). Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
(B)(4). One sample of 353494 lot x1 was received for evaluation. No visual concerns were noted with the returned sample. The jaws are straight and parallel in closed position. No gaps were observed in the jaw when fully closed. The device functions as expected. The jaws were loaded with a rubber band to simulate closure on a structure. The ratchets were tested and confirmed to engage at each step of the 1x6 ratchet. The jaws hold firmly. The complaint could not be confirmed as the returned device functions as expected. No operational issues were observed during functional testing. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "vascular clamp does not close tightly during procedure". No report of patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
B4. N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "vascular clamp does not close tightly during procedure". No report of patient harm or injury. The patient status is reported as "fine".